Event description:
It was reported that the patient had a monarc sling implanted on (B)(6) 2014. The patient "had a laparoscopic lysis of adhesions, bilateral salpingooophorectomy, and monarc. Also an umbilical hernia repair in gen surg that day." The physician saw her on (B)(6) 2014 and the incision line was "intact, she looked and felt great." On (B)(6) 2014, the patient had sex for the first time and felt something "not right, her partner felt something sharp." The physician saw her on (B)(6) /2014, "1-2cm exposed area at the incision line. Also complained of some right groin pain and was tender in the bilateral arms of the monarc mesh. Is scheduled for sling excision on (B)(6) 2014." No additional patient complications have been reported in relation to this event.